Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference user facility medwatch (B)(4).

Event description:
It was reported that a revision surgery was performed to address a rod that broke post-operatively while the patient was bending over. The break was confirmed via x-ray prior to the revision surgery. No further information is available.

Manufacturer narrative:
Additional information: method, results, and conclusions - the device was not returned for evaluation so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a revision surgery was performed to address a rod that broke post-operatively while the patient was bending over. The break was confirmed via x-ray prior to the revision surgery. No further information is available.